Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received stating that the vns patient¿s post-operative seroma was located on the chest and was aspirated on (B)(6) 2014. Culture results were negative. No external factors that may have contributed to the fluid build-up. The seroma was attributed the vns implant surgery.

Event description:
It was reported that the surgeon had to drain a lot of fluid from the surgical site at the patient's follow-up appointment. The fluid was sent for culture. The culture is pending and the patient is not yet on antibiotics. It was reported that the site does not look infected. Attempts to obtain additional relevant information have been unsuccessful to date.